Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified crease flat. Leak test was performed and identified an opening on anterior. A microscopic analysis was performed which identified a puncture opening on posterior side consistent in the use of some surgical tools and a non-penetrating nick. Based on the device analysis the final assessment was a puncture opening on posterior assessed as surgical damage-like.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.